Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve (B)(6) was chosen for implant using a large flexnav delivery system. During procedure, the valve in the annulus measured 81mm in perimeter, and a pre-dilatation was performed by a non-abbott balloon meeting the minimum annular diameter of 20mm. There was sufficient calcium to allow anchoring of the device, and it was particularly calcified at the non-coronary cusp (ncc). The patient did not have a horizontal aorta. The initial deployment was high, the valve was recaptured, and deployment went slightly deeper. The initial and final implant depth was 2mm at the ncc and 3mm at the left coronary cusp (lcc). At the time of final deployment, the wire was centralized, and there didn't appear to be any tension. However, one of the retainer tabs was stuck in the system and no back tension applied. Rotation as per implant guidelines was performed, and the tab came off. The next cine run showed the valve supra annular. The valve was snared past the sinotubular junction (stj) to ensure that it did not block a coronary artery, and new 29mm navitor valve (B)(6) was implanted. After the implant, patient had a trivial leak and 0mmhg gradient. No intervention was required; a post-dilatation was not performed. The patient did not have any clinical signs or symptoms during or after this event. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migrating after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instructions for use, once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.